Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned black and intermittently powered off and back on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and determined that the shutdown was due to power supply (possible power inverter) and/or the emi/emc within the room where the lifepak was being used. The agent was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Conclusive root cause was unable to determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device turned black and intermittently powered off and back on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.